Event description:
It was reported that while using the bd phaseal¿ injector luer lock n35 needle was exposed. The following information was provided by the initial reporter, translated from japanese to english:: this is a report about exposed needle of injector. When the user attempted to connect the injector, it was unlocked and exposed the needle.

Manufacturer narrative:
Investigation summary: both photos and the physical sample were provided to our quality team for investigation. Through visual inspection of the sample, the rotation stops are broken, and the injector needle was exposed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Event description:
It was reported that while using the bd phaseal¿ injector luer lock n35 needle was exposed. The following information was provided by the initial reporter, translated from japanese to english:: this is a report about exposed needle of injector. When the user attempted to connect the injector, it was unlocked and exposed the needle.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.